Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during pulse generator change procedure to a single chamber device, the physician was unable to insert the hex wrench into the atrial set screw to remove the right atrial lead. The ventricular lead was removed without difficulty. The atrial lead was capped and not replaced on (B)(6) 2018, as planned prior to the procedure. The patient was stable before, during and after the procedure.

Manufacturer narrative:
Foreign not selected in initial report.

Manufacturer narrative:
The reported inability to loosen the atrial set screw was confirmed in the laboratory. Visual inspection identified medical adhesive on set screw that may be traced back to a manufacturing anomaly. This material prevented full insertion of the torque driver in the hex cavity and resulted in difficulty loosening the set screw. Blood was also found in the setscrew inset which added to the problem of engaging the setscrew. The blood most likely came through the damage to the septum in the form of a hole punched through it. A manufacturing anomaly may have occurred that resulted in medical adhesive contamination of the setscrew/connector block area.